Event description:
It was reported that the patient presented to the hospital with loss of capture and an escape rhythm in the 30 beats per minute (bpm) range. The bipolar ventricular capture threshold was 2.75 v at 1.0 ms and the unipolar threshold was 20. V at 1.0 ms. The bipolar lead impedance was around 400 ohms and the unipolar lead impedance was 230 ohms. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.